Event description:
It was reported by a nurse that a pt who was implanted with vns device had passed away. The nurse however, did not know the details of pt's death or its relationship to vns. The manufacturer does not have a record of pt being implanted after (B)(6) 2003 where pt's generator was explanted due to infection (reported in MDR # 1644487-2003-00079). The treating physician no longer practices and manufacturer hasn't been able to confirm pt's death or vns implantation.